Manufacturer narrative:
A visual and microscopic exam identified proximal stent damage. The stent struts on rows 1 and 2 were raised distally. This type of damage is consistent with the device encountering some form of resistance during insertion and/or withdrawal. A visual and microscopic exam also identified that the stent moved on the balloon. The stent moved approximately 1mm distally from the proximal end of the distal markerband. This type of damage is also consistent with the device encountering some form of resistance during insertion and/or withdrawal. Solidified contrast media was present within the inflation lumen, therefore, indicating the device had been prepped for use. The balloon sections were visually and microscopically examined and no issues were noted with its profile that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. The mfg records were reviewed and no issues or discrepancies were found and met all specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
The complaint is now reportable based on analysis completed on 09/25/2009. It was reported that during a coronary drug eluting stenting procedure, crossing difficulties occurred. The moderately stenosed lesion being treated was located in the severely calcified de novo saphenous vein graft (svg) vessel. The vessel was pre-dilated with a 2.75x20mm non-bsc balloon to 10 atms. While trying to advance the 2.75x12mm taxus liberte stent delivery system, crossing difficulties occurred. No pt complications were reported and the pt's condition was "stable". However, the returned product analysis of the 2.75x12mm taxus liberte stent revealed distal stent damage and stent movement on the balloon.